Manufacturer narrative:
Based on the claim against the product by the customer noting tissue pushout, an investigation was completed to determine the cause of this reported event. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. The probable root cause is attributed to faulty stapler instrument and was resolved by the customer.

Event description:
It was reported that during da vinci assisted gastric bypass surgical procedure, the sureform 45 stapler instrument [ushed tissue while stapling. The customer had one stapler instrument fire to go and were just trying to get more information. The system was not connected to onsite. The procedure was completed with no reported injury.

Manufacturer narrative:
This report is being submitted to correct the field action reference that was initially provided. In addition, the product was updated in section d.